Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. Reportedly, the customer shoved the case onto the pump and stated that this may have cracked the cartridge. However, the customer did not verify any cracks or damage to the cartridge. A new cartridge was successfully loaded to address the alarm. The customer's blood glucose level was 78 mg/dl.